Manufacturer narrative:
Concomitant medical products: 100ml baxter bag ndc (B)(4), lot p355826, exp oct 17, 0.9% sodium chloride injection and 1 gram/vial ndc (B)(4), lot 167065.1, exp 07/2019, cefazolin; therapy date unknown. Although no failure information was provided by the customer, a check valve failure was observed with the returned set. Visual inspection identified no anomalies. Functional testing resulted in back flow indicating a faulty check valve. Supplier testing of the component revealed the presence of a pvc particle between the housing seal and the diaphragm. The cause of the check valve failure is a pvc particle found in the fluid path, which prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the particle was not identified.

Event description:
The product was received as unexpected return with no information regarding the reported event or presumed failure. There is no report of any patient involvement.